Event description:
Customer reported via phone, when he was attempting to bolus the number kept scrolling up and down without any input. Customer stated none of the buttons were responsive. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected ramping or scrolling number noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked case at the reservoir tube window, and cracked reservoir tube window.